Manufacturer narrative:
Correction to section h6 evaluation code result and conclusion codes. H3 device evaluation summary: updated due to component return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 840 ve ntilator went into a ventilator inoperative condition and the air proportional solenoid valve (psol) was stuck open indicating a loss of ventilation. The device was made available for evaluation. The service personnel (sp) evaluated the ventilator and identified relevant diagnostic codes in the ventilators memory logs. The sp replaced the air psol and air flow sensor. The ventilator passed all testing and calibrations per manufacturer specifications at the time of service. The air flow sensor was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The psol was returned to medtronic for further analysis. The psol was installed to the test unit and analysis found unit generated and error code. Verifying the reported issue. Further inspection of psol revealed the poppet slightly bent causing the diaphragm to shift off center resulting in the error code. Analysis found the returned psol faulty. The cause of the event was isolated to a fault in air psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 840 ventilator went into a ventilator inoperative condition and the air proportional solenoid valve (psol) was stuck open indicating a loss of ventilation. The device was made available for evaluation. The service personnel (sp) evaluated the ventilator and identified relevant diagnostic codes in the ventilators memory logs. The sp replaced the air psol and air flow sensor. The ventilator passed all testing and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in air psol and/or air flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 840 ventilator went into a ventilator inoperative condition and the air proportional solenoid valve (psol) was stuck open indicating a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without injury.